Event description:
It was reported that the bd syringe barrel / flange was damaged. The following information was provided by the initial reporter: it was reported that nursing staff reported a suspected leak of the medication fentanyl. The leak is believed to have occurred from the rubber seal on the syringe plunger. The original syringe, administration set, and infusion pump were retained for inspection. Upon examination, both affected syringes were found to have dents. Number of patients involved: 2. Remedial action: the device and the giving set were removed and replaced immediately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.